Manufacturer narrative:
Insulin pump received with broken end cap. No loose or protruded drive support cap, however missing drive support cap. Unable to perform pump self test, off no power test, a21 error test, displacement test, rewind, basic occlusion, prime/a33 test, occlusion, excessive no delivery test and operating currents meas due to case damage. Unable to verify motor error alarms and a33 alarms due to case damage. No label anomalies noted during visual inspection. Minor scratches on the lcd window, cracked lcd window, cracked case at display window corners, partially broken off reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and broken belt clip slot.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error. Customer stated that the insulin pump was not exposed to a high magnetic field. During troubleshooting customer mentioned that the drive support cap was loose and protruded. There was also a crack on the side of the dome label that was being held together with tape. Furthermore, customer also received an error alarm during the manual prime. Customer was advised to revert to a back up plan and the insulin pump is being replaced.